Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery during priming but happened randomly. Customer stated they replaced plunger and manually pushed plunger very slowly, while keeping the reservoir straight, and verified insulin exited tubing with manual plunger push. Assisted customer in performing a 5.0 unit manual prime. Customer stated that insulin exited the tubing. Customer stated they had tried all remedies. No harm requiring medical intervention was reported. The device will be returned for analysis.